Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. Unable to confirm excessive no delivery alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 104 mg/dl. Customer tried to rewind it, and it rewind. Customer stated that she received another motor error alarm two weeks and reset it once and this time it is every single time. Customer also stated insulin pump had no delivery alarm. The device will be returned for analysis.